Event description:
Ous MDR - after an implantation time of (B)(6), it was reported that the pt was admitted to the hospital on (B)(6) 2012 with shortness of breath and a heart rate of 20. Loss of capture was discovered, and the device could no longer be interrogated. The pt's state of health was stable after the device was explanted and replaced.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
After receipt, the pacemaker underwent an electrical incoming goods inspection. A status interrogation of the implant was unsuccessful. The pacemaker's capability to provide therapy was tested. The test showed that the device paced at an output amplitude of 1.5 v with a pulse width of 1.5 ms. Furthermore, a magnet rate of 80 ppm was noted, which indicates that the battery has already reached the eri state. In a next step, the device was opened. The battery proved to be discharged but not defect. The electronic module was connected to an external voltage source and underwent an electrical function test. Interrogation was successful, and the antibradycardic output signal was normal. The current uptake of the electronic module was checked and proved to be unremarkable. The pacemaker had been implanted for (B)(6) months. The charge drawn from the battery was checked. The battery depletion proved to be as expected. Summary the analysis of the implant showed that the battery was already discharged to the point that an interrogation remained unsuccessful, but the pacemaker paced properly in eri mode. After connection to an external voltage source, the implant could be interrogated and proved to be within the electrical specifications. There was no material defect or manufacturing error.